Event description:
Customer had several cases of diffuse lamellar keratitis (dlk) (surgery (B)(6)); out of 5 lasik cases, 4 patients (6 eyes) had dlk. Customer does not believe the laser had anything to do with it. The pharmacy just switched to a generic pred acetate 1% (sandoz), and customer had 8 cataract patients who developed significant post-op inflammation as well. Physician is trying to switch it back to pred forte if possible. Physician put 2 patients on durezol, and the other 2 patients increased the pred after shaking the bottle 20 times prior to instillation. Customer indicated that the flaps looked fantastic, by the way, not even a hint of microstriae, and the interface was clear on post op day #1, so it's a shame they developed dlk, trying to avoid having to relift the flaps.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.